Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been repeatedly alarming with the message 'fully remove and reattach cassette. Drug was 5fu. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
D9: 6/10/2025. One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the non-functional latch lock flex sensor circuit was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.